Manufacturer narrative:
Follow-up # 2 ¿ (10/14/2014), the lay user/patient¿s test strips been returned on 10/09/2014 and evaluated by lifescan product analysis on 10/10/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (09/27/2014), the patient¿s meter has been returned on 9/12/2014 and evaluated by lifescan product analysis on 9/17/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient¿s relative contacted lifescan (lfs) alleging that the patient¿s one touch ping meter read inaccurately. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter alleged that the product issue began on (B)(6) 2014. The reporter claimed the patient obtained blood glucose readings of ¿189, 211 and 240mg/dl¿ on the subject meter within 20 minutes of each other at around 3:20pm. The reporter alleged that these readings were inaccurately erratic and were inaccurately high, when compared to a reading of ¿135mg/dl¿ obtained on a continuous glucose monitor (cgm) at 3.26pm. The reporter also claimed the patient obtained inaccurate erratic blood glucose readings of ¿234, 269 and 302mg/dl¿ on the subject meter at around 8.30pm on the same day. The reporter alleged that all of these readings were inaccurately high when compared to the patients¿ feelings and/or normal readings. The patient manages their diabetes with an insulin pump and the reporter denied that the patient made any changes to their usual diabetes management regimen in response to the alleged inaccurate readings. The reporter stated that 40 minutes after the alleged product issue began the patient developed symptoms of ¿tired, irritable and clammy¿. The reporter stated that the patient received treatment of glucose tablets/glucose gel in response to these symptoms. At the time of troubleshooting the csr verified that the patient was using the correct testing technique and the test strips were stored correctly (per owner¿s booklet recommendation). The csr walked the reporter through a control solution test and obtained results of ¿107 and 108mg/dl¿, which fell below the specified control solution range of ¿117-155mg/dl¿ printed on the test strip vial. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for symptoms suggestive of hypoglycemia after the alleged product issue began.